Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device has not been reported as implanted or explanted. Device is not expected to be returned. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. Correct lot number for artikel 145.321s is l166987. Manufacturing location: (B)(4). Manufacturing date: 17.oct.2016 expiry date: 01.oct.2026. Part #: 04.503.104.01, lot#: h135237 (non-sterile) - ti matrixneuro screw self-drilling 4mm. Manufacturing location: (B)(4). Manufacturing date: 15-jul-2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; it was reported that during implantation, a matrix neuro screw broke. No additional information available about patient condition, outcome and surgical delay. This is report number 1 of 1 for (B)(4).